Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 240 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No delivery/occlusion alarm noted. Pump received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label, cracked reservoir tube lip and cracked case at the reservoir tube window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.